Event description:
During index procedure the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent successfully deployed at left main and proximal circumflex. 9 days post index procedure non sustained ventricular tachycardia was confirmed and an implantable cardioverter defibrillator (ICD) was implanted. It was reported that approximately 7 months 2 weeks post index procedure, the patient died. The cause of death is reported to be unknown. Causal relationship with the relevant device, drug and procedure is unknown.

Manufacturer narrative:
Evaluation results: inherent risk of the procedure (death). (B)(4).